Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the weld has broken loose from the bed and the customer needs the replacement parts or the entire bed returned.